Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
T was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 250 units of insulin. Additionally, it was reported that the cartridge was leaking from the o-ring. The customer's blood glucose level was 190 mg/dl. The customer loaded a new cartridge to resolve the issue.